Event description:
It was reported to covidien on 06/10/2010 that a customer had an issue with a single lumen uvc. The customer reports that the single lumen uvc was placed by the neonatal nurse practitioner. The rn kinked the umbilical line to remove the flush syringe and hook up the IV fluids. After hooking up the fluids, the rn noted a leak at the connection of the hub to the line. It was a new line that had just been placed.

Manufacturer narrative:
Submit date: 07/06/2010. An investigation is currently underway. Upon completion, the results will be forwarded.